Manufacturer narrative:
Section d4 and h4: expiration date and manufacturing date were entered, respectively. Section h10: no further information was provided. The manufacturer is closing the file on this event. Manufacturer's investigation conclusion: although the reported pump stops were confirmed via the submitted log file, a specific cause could not be determined through this evaluation. The submitted log file captured a pump stop event on (B)(6) 2018 at 02:17 pm. During this time, pump power was slightly elevated and flow slightly decreased. Additional pump stops occurred on (B)(6) 2018 between 09:05 am and 09:06 am. During this time, pump power reached as high as 13.3 w and flow as low as 0.3 lpm. The low speed hazard and low flow hazard alarms were triggered during both pump stop events. These events occurred while the patient was supported by the power module. Based on previous hmii lvas complaint experience, the captured events appeared consistent with a potential driveline issue. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 2 years, 8 months, 10 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient was unresponsive with a red heart alarms at home while on power module or mobile power unit (mpu) with ungrounded cable. A short-to-shield was suspected initially which was ruled out later. Patient experienced a pump stoppage, several low flow alarms and low voltage. The manufacturer's technical representative analyzed the log files and observed pump stoppages that were caused due to low supply voltage. Patient lost consciousness during the pump stoppages. No further information was provided.